Event description:
It is reported that the device was implanted in 2007. The device was revised in 2008, due to breakage of the femoral shaft.

Manufacturer narrative:
This report will be amended when our investigation is completed.